Manufacturer narrative:
On (B)(6) 2019, (B)(6), managing director at (B)(6), emailed epimed regarding a sheared portion of catheter coating that was left within the patient at level c3. The doctor stated that he pulled the catheter to hard against the needle when attempting to reposition the catheter. The account stated that approximately 10 cm of the catheter coating was missing from the device. The reporting account provided epimed with pictures of the device after the reported event. Epimed conducted measurement analysis on the pictures and determined that none of the catheter's internal spring was missing from the device, and also confirmed that approximately 9-10 cm of the catheter coating was missing. The coating of the versa-kath catheter is fluorinated ethylene propylene (fep), and has been shown to be biocompatible in epimed's testing. No other information has been provided by the reporting account as of june 3, 2019. Epimed will continue to follow-up with the reporting account for a period of three months for any patient updates.

Event description:
On (B)(6) 2019, (B)(6), managing director at (B)(6), emailed epimed regarding a sheared portion of catheter coating that was left within the patient at level c3. The doctor stated that he pulled the catheter to hard against the needle when attempting to reposition the catheter.